Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/09/2017 with the following findings: during investigation, the battery compartment and cap were undamaged and able to fit securely. The cap contact measurements were within specification. The pump powered up with auditory and vibrations to a blank screen.. The original complaint was unable to be adequately investigated. The pump¿s cover was removed and the u22 eeprrom component. Unrelated to the original complaint, a unity test code downloader tool application was used to upload test code to the master/slave/periph processors as per. The upload was successful, the pump powers up and display just ¿msp¿ instead of ¿msp2¿. (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is conclude.